Event description:
We have had 14 different episodes on 4 different patients involving the failiure of the mic-key low profile gastrostomy button. In each case the balloon has failed. In every reported case it was documented that the balloon appears to have a small hole on the top portion. Each patient had been filling the balloon with tap water according to the manufacturer's directions. In each case the patients buttons have fallen out and in a few cases were not noticed for some time. One patient had to return to their physician to have a replacement button inserted. Every button has been a different lot number. Each patient is receiving different sizes. Calls to the manufacturer have resulted in replacement of goods.